Event description:
On (B)(6) 2020 I opened up a new box of my prescribed nerivio device made by theranica. The device is a "wireless non-invasive neuromodulation device for the acute treatment of migraines." When I opened the box and looked at the device inside, I noticed it was very dirty. There were greasy fingerprints and marks as well as hair and residue on the front of the device. I preceded to open a second and third unopened box and the devices were in the same dirty condition. I did not use these devices as I was worried that they were not sanitized and could be defective or used. I reached out to the company via their contact form on the theranica website explaining the situation. All 3 devices were sent to me by ridgeway pharmacy based in (B)(4). Their phone number is (B)(6); I have photographs of the devices and can provide serial numbers if needed. FDA safety report ID# (B)(4).